Event description:
It was reported that the ilet displayed a ¿dosing stops soon¿ message while paired with a dexcom g7 continuous glucose monitor (cgm), and the caretaker noted the pump was using an incorrect g7 pairing code before correction and successful re-pairing guidance was provided; troubleshooting and education were completed regarding proper sensor pairing and expected pairing time. No adverse clinical symptoms reported, with blood glucose reported as unaffected during the call. Outcomes included no injury, no medical intervention beyond routine self-management, and no hospitalization. User support included technical troubleshooting and user education to verify the correct g7 sensor code and to correct the pairing code on the pump. Investigation of this case revealed a use-related pairing error involving the sensor pairing code, which led to the dosing warning, and resolution occurred after correcting the pairing information and initiating proper pairing. It was concluded, based on previously established findings for similar reports, that the cause was user error related to incorrect sensor pairing.